Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't know what may have had an impact. The issues were resolved when the channel was changed; the patient was doing better.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the therapy wasn't working anymore. The patient reported it hurt if they increased their setting, the current setting is p3 at 2.9 volts and the therapy is on. The patient reported they had other medical issues, part of their colon was removed in (B)(6) 2017, they had a c. Difficile infection in (B)(6) 2017, they developed anemia (B)(6) 2017, developed malabsorption (B)(6) 2017, and they had lower back pain in 2017. Also, the patient had a fall on their back in the spring of 2017. No further complications were reported as a result of this event.